Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer also reported a low blood glucose event on (B)(6) 2017 where their blood glucose declined to 31 mg/dl. The customer also reported a second incident of low blood glucose in (B)(6). When the customer's blood glucose declined to 36 mg/dl. The customer was sleeping at the time of their low blood glucose incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 167 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer has had 3 separate low incidents. Customer feels that their transmitter is not working as they are getting calibration and sensor errors. The customer also reported that the sensor did not alert them and they were asleep during the incidents. The insulin pump will not be returned for analysis.